Manufacturer narrative:
The manufactures internal number is (B)(4). Investigation is on-going. Product will not be returned. Product is in mozambique. IFU im-000004 v11.0(01-2019) bipolar instruments and take-apart bipolar instruments warns to check the bipolar cord for cuts,crimps or burns and to inspect all bipolar instruments prior to and after each procedure for visiable signs of damage.

Event description:
It was reported that there was an issue with the product 38700 robi metal outer sheath. According to the information received the doctor stated that at the beginning of the procedure the instruments melted and burned when they were used with the older equipment. There was no patient/usert harm/injury reported.

Manufacturer narrative:
Per the manufactures investigation findings: since the item was not sent in for examination, the extent of the damage cannot be precisely defined. Likewise, it is not known with which other articles the socket was used, whether the correct combination was mounted. Based on these findings, a user error must be assumed. The manufactures internal number is (B)(4).

Manufacturer narrative:
The reported device was returned for evaluation. The evaluation found no problem with the reported device. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).